Event description:
Reportedly, during insertion of hemodialysis vas catheter using a right internal jugular approach, the carotid atery was punctured, hematoma several hours later compromised pt's airway and surgery for repair required.